Event description:
Discordant, (B)(6) surface antigen (B)(6) results were obtained on patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument and resulted (B)(6). It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that dispense port 1 was not dispensing adequate wash 1 volume. The fse replaced instrument valves, and the issue was resolved. The cause of the discordant, (B)(6) results is inadequate dispensing of wash 1 volume. The instrument is performing according to specifications. No further evaluation of the device is required.